Event description:
During surgery, the product failed to fire after reloaded with new staples. A new product was opened to complete the procedure.======================manufacturer response for gia auto suture stapler 80mm - 3.8mm with dst technology, (brand not provided) (per site reporter).======================unknown.